Event description:
The plate broke post operatively. The plate and all the screws were explanted.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00198: screw 1. MDR 3025141-2014-00199: screw 2. MDR 3025141-2014-00200: screw 3. MDR 3025141-2014-00201: screw 4. MDR 3025141-2014-00202: screw 5. MDR 3025141-2014-00203: screw 6 MDR 3025141-2014-00204: screw 7.